Manufacturer narrative:
Specimen collection and storage information were not provided. The samples were processed in the primary mode. The unit was performing within qc specifications with respect to controls prior to the event. A field service engineer (fse) was dispatched for this event. However, the issue was resolved prior to the fse's arrival. The fse provided the customer with additional information for additional troubleshooting (ts). Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 780 hematology analyzer generated erroneously high platelet (plt) results for several patients (approximately four - six patients). No erroneous results were reported out of the laboratory. The erroneous results were identified when a specimen was repeated on another instrument. No results were provided by the customer. Thus, it is unknown whether instrument generated flags were provided for the patient samples. There was no death, injury, or affect to patient treatment associated with this event.